Event description:
The surgeon performed a medial onlay partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. The burr-to-tibial checkpoint value displayed high error. After repeated attempts the value remained high, which caused a delay in the case. The surgeon proceeded with the case, and a successful outcome was reported.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio) system. A difference in the checkpoint calculation between software versions was implemented for increased sensitivity; the probe orientation can affect the calculation, which led to a higher incidence of failed checkpoints reported in cases. The issue has been resolved in the current software.